Event description:
It was reported to philips that xcelera failed to save the main monitor configuration on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).